Event description:
It was clarified that it was the tissue pad of the grasping section that had detached. This required a component code correction to pad in f10.

Event description:
A user facility reported to olympus that during a laparoscopically assisted vaginal hysterectomy while using the thunderbeat 5 mm, 35 cm, pistol grip, the tip of the jaw (the rubber) detached during surgery in the patient and was subsequently recovered from the patient. No delay occurred due to the issue, and no error messages were seen. No additional interventions occurred; another thunderbeat was opened and used to complete the procedure successfully.